Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6), reported that when attempting to position the patient for a CT clinical procedure, utilizing the gantry control panel, the CT table would not move. A philips application specialist (pas) confirmed there was no uncommanded motion and no harm to a patient, operator, or bystander. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips field service engineer (fse) to the site. The fse arrived on site and evaluated the system. The fse stated that the table ¿in¿ button was stuck on the left gantry control panel. The fse confirmed that there was no issues with the motion of the patient support but he could not determine the cause of the stuck button and stated that it was a mechanical fault. The fse stated that the button was released from the stuck position to resolve the issue. There was no part replacement. After the service, there have been no further recurrences of the event at the site. The fse did not provide the log files/bug reports for engineering analysis. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. The fse unstuck the gantry control panel button to resolve the issue. Engineering documented their evaluation. The following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope. - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion. - emergency stop controls enable termination of motion in hazardous condition. - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited. The fse unstuck the gantry control panel button to resolve the issue. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering.

Event description:
The customer reported that when attempting to position the patient for a CT clinical procedure, utilizing the gantry control panel, the CT table would not move. A philips application specialist (pas) confirmed there was no uncommanded motion and no harm to a patient, operator, or bystander. The pas stated that the table "in" button was stuck on the left gantry control panel. The pas stated that the button was released from the stuck position to resolve the issue.